Event description:
Account reports one incident in which leakage occurred from the distal end of the filter. Reporter stated, "the leak probably was occurring immediately, though facility did not notice it until 30 mins into infusion". Reporter stated there was no pt compromise.